Event description:
Reportedly, during the implantation process, an inhibition of pacing (no pacing) was observed for around 3-4 seconds. Note that the electrocautery was used for extraction of the old device.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, during the implantation process, an inhibition of pacing (no pacing) was observed for around 3-4 seconds. Note that the electrocautery was used for extraction of the old device.